Event description:
It was reported that the ilet did not reliably charge on the provided charging pad, with the first charge showing a green indicator and successful charging, and a subsequent charge showing no green indicator while the device initially indicated charging and then lost battery life. Symptoms included no reported clinical effects. Outcomes included a replacement charging pad shipped and user education on verifying the green charging indicator. Investigation included remote troubleshooting with the user. Investigation of this case revealed a suspected charging accessory malfunction consistent with intermittent charging performance. It was concluded, based on previously established findings for similar reports, that the cause was likely a defective or malfunctioning charger.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.